Event description:
It was reported that the customer received a button error alarm on the insulin pump while attempting to program a bolus to be delivered. No significant events leading up to the alarm were recalled. The customer's blood glucose was 162 mg/dl, which was treated with manual injection. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.